Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected under the eyes with juvéderm voluma® xc. Eight months later, the patient experienced a non-device related ¿virus" and "swelling under the eyes". The patient was treated with 10 days of steroids, and the event went away. Two years later, the patient experienced a non-device related ¿virus" and under eye ¿swelling.¿ event status is unknown.